Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead was showing increasing thresholds and fluctuated impedances. Outputs were adjusted to maintain safety margin at the time of follow-up. The lead remains in use. No patient complications have been reported as a result of this event.